Event description:
Received a report from a peritoneal dialysis pt who reported that he was able not to connect to this distal treatment set. There was no report of pt injury. Companion samples are available for an evaluation.